Manufacturer narrative:
It was confirmed that the contralateral limb was coiled to create a uni-body graft during the procedure. It was noted that a fem-fem bypass was not required due to crossover flow from the hypogastric artery. It was noted that the user error mentioned was related to movement of the patient during the procedure as the procedure was performed with them awake and so it is thought that the wire and limb came out of the gate during deployment. The patient had to be put to sleep during deployment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(4), ubd: 21-may-2021, UDI#: (B)(4); product ID: etlw1620c156e, serial/lot #: (B)(4), ubd: 12-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported on the date of a CT, just over 2 weeks later, claudication of the patients left leg was noted. Intervention was performed the next day, the contralateral limb was altered to create a uni body graft and non mdt stent were placed in the ipsilateral limb to fully open the lumen. As per the physician the cause of the event was user error. No additional clinical sequalae were provided and the patient will be monitored.